Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document if it becomes available.

Event description:
Revision surgery - patient ran into a door and dislocated his reverse shoulder, the poly broke and disassociated.

Manufacturer narrative:
The reason for this revision surgery was reported as dislocation. The actual length of in-vivo for the items listed is unknown as the original surgery date was not provided or could be established. The previous invoice/dticket was not provided or found,therefore, the reported items could not be verified. The healthcare professional indicated there was a significant adverse event to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The devices were disposed of at the hospital and not made available to djo surgical for examination. Item 509-02-436: a review of the device history record could not be conducted as the lot number was not provided at the time of this evaluation/investigation. Item 508-36-101: a review of the device history record (DHR) show that the reported component used in the previous surgery, when released for use, met design and manufacturing requirements. There were no non-conforming material reports (ncmr) associated with the product that may have contributed to the reported event. The device was verified to have gone through an acceptable sterilization process and was within its expiration date at the time of the previous surgery. Customer complaint history of the reported devices showed no present trends or on-going issues that are needing a review. The root cause of this complaint was a revision surgery because the patient ran into a door and dislocated shoulder. There were no findings during this evaluation that indicate the reported devices were defective. No other information was submitted with the complaint regarding pre-existing conditions of the patient or any activities the patient was involved in that may have contributed to the event. There are multiple factors that may contribute to an event that are outside the control of djo surgical. There are no indications of aproduct or process issue affecting implant safety or effectiveness. Additional reporting on this event will be provided as a supplemental report to this document if it becomes available.